Event description:
It was reported that on (B)(6) 2024, the three-lumen urethral foley catheter was left after the patient underwent surgery for laparoscopic radical prostatectomy under tracheal intubation and general anesthesia. At around 7:30 on (B)(6) 2024, the nurse visited the ward and found that the patient's three-lumen urethral catheter had slipped out of the urethral opening. Vital signs were measured, the patient was comforted, the doctor on duty was reported, and the urethral catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be user related (example: contact with sharp object), mechanical failure, operator error, thin rubberize layer). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024, the three-lumen urethral foley catheter was left after the patient underwent surgery for laparoscopic radical prostatectomy under tracheal intubation and general anesthesia. At around 7:30 on (B)(6) 2024, the nurse visited the ward and found that the patient's three-lumen urethral catheter had slipped out of the urethral opening. Vital signs were measured, the patient was comforted, the doctor on duty was reported, and the urethral catheter was replaced.